Event description:
It was reported that the pump was not working properly. Reportedly, the customer was in a ¿coma for three days and a 16 day hospital stay¿. Customer declined follow up from tandem technical support. No additional information was provided.